Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an incomplete pass during laser treatment of the left eye. There was no attempt to lift the flap. The patient underwent photorefractive keratectomy approximately six months later. Additional information requested.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).